Event description:
Using an electosurgical unit during surgery, the pt return electrode became accidentally saturated with irrigation fluid. The electrode became partially dislodged from the pt and was unable to disperse the electrosurgical unit current. When the unit was keyed the pt was burned at the electrode site.